Manufacturer narrative:
Initial reporter: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was difficult to manipulate; further described as the twist sleeve could not be closed and the transfer set remained in the open position. Due to the risk of contamination, the home patient went to the peritoneal dialysis center where the transfer set was changed to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received, dry and unused in an opened pouch. A visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. Torque testing was performed on sleeve engagement with no issues noted. Sleeve measurement test was performed which found the unit's measurement to be outside of specification limits. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.